Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The three lesions being treated were mildly calcified, de novo lesions in a mildly tortuous left anterior descending (lad) artery. The physician did not pre dilate the lesions. The first taxus stent was successfully deployed in the distal lad. The second taxus stent was successfully deployed in the mid lad. The third taxus express2 3.00 x 12 mm was successfully deployed in the proximal lad. The balloon was inflated to 10 atms for 34 seconds then post dilation with the same balloon at 10 atms for 15 seconds. Upon deflating the balloon difficulty was encountered. The physician tried to dial down and was not successful. Other maneuvers to remove the balloon included using a maverick balloon and inserting a guide wire backwards to pop the balloon. However, all attempts were unsuccessful. EKG changes occurred and the pt became unstable. The physician decided to pull the balloon into the left main and the pt then became extremely unstable so the balloon was "ripped" out. Upon removal of the balloon. Images of the left main showed a dissection and the pt was transferred to or for a CABG. No other pt complications were reported. The pt's status is reported as "satisfactory/good."